Event description:
It was reported that the lead exhibited impedance greater than 3000 ohms. After the lead was re-tested the lead exhibited impedance of 1075 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.